Manufacturer narrative:
Additional information: it was later reported that the stent did not fail to cross the lesion. Annex d codes added. Correction: the patient is alive with no further injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b. Adverse event or product: 1. Adv evnt/prod prob ticked. 2. Outcome attributed to adverse event - intervention required ticked. H. 1. Type of reportable event: serious injury ticked 6. Annex a and d and imf code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated had a moderate tortuosity, an average level of calcification and 90% stenosis and was located in the proximal right coronary artery (rca). The lesion was pre-dilated. The device did pass through a previously deployed stent or cell of a stent. Resistance was not noted when advancing the device or during withdrawal of the device. It was later reported that the stent did not dislodge or detach. The stent was deployed at the lesion, when it was checked with ivus, it was found that the stent strut was deformed. Another medtronic stent was used to overlap the deployed stent with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent (des) to treat a lesion located in the right coronary artery (rca). The device was inspected with no issues. Negative prep was not performed. The device was not kinked and re-straightened during use. It was reported that device failed to cross the lesion, and the device detached/dislodged. It was stated that the stent could not be removed, and was still in the patient's vessel. Another stent was used. The patient is alive with no injury.